Event description:
The CT tech was using a bed adapter to support a pt during a CT scan. The said bed adapter assembly was modified by the end user (w/o authorization from neurological corp.) On site to have two add'l nuts placed on the internal threaded rod of the its handle which in turn disabled the assembly's inherent adjustability. This also caused thread damage to the internal rod. Due to the damage caused by the customer's modification to the assembly, the bed adapter could not properly hold the head piece in place and as a result the pt almost hit the floor. However, the pt did not make contact with the floor and was unharmed.

Manufacturer narrative:
Upon eval of the bed adapter, it was found that it had an unauthorized modification was performed by the end user as noted: two nuts were added to the internal threaded rod of the bed adapter assembly's handle that disabled its adjustability and damaged the threads. Proactive steps to verify the functionality of the bed adapter assembly and its mating components will now be done during preventive maintenance services from trained neurologica personnel by doing the following: handle verification (full freedom of movement, no damaged threads, and proper hardware), and adapter verification (tubes to be free of dents, bends, and foreign materials), and scan board verification (warning labels are present and legible).